Manufacturer narrative:
Patient identifier and weight were not made available from the site. Device manufacturing date is unavailable. This is an isolated event, there have been no further issues have been reported. Medtronic representative found the reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site on 07-nov-2016, that while in a cranial procedure on (B)(6) 2016, the surgeon alleged a navigation issue occurred. After acquiring the pre-operative surgical MRI system images and lowering the magnets, the surgeons successfully navigated with the pre-operative surgical MRI system images, raised the operating room (o.r.) Table, and performed the tumor resection. Then they brought the magnet back to the scan position and acquired new sets of images. The new images were not correctly auto-registered, so that navigation on them and comparing them with the pre-operative images was off. The surgeon opted to complete the procedure without confirmation image from surgical MRI system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient ID and weight provided. Correction to system serial number, part number and UDI. Manufacture took place prior to sept 17, 2009, but exact day is not available. The system's proper performance was verified during surgery coverage. This is an isolated event. Analysis of the log files for surgeries at the time of the reported event show that this didn't happened in any other surgeries. In addition, this could not be reproduced by the manufacturer, and did not happened during the surgeries that were covered by a medtronic representative on 7th november and 10th november. Update 10 jan 2017: after thorough investigation it was determined that the source of the incorrect registration is a rare system operation scenario that can be easily avoided. This scenario pertains only to the starshield system configuration. Although this site has a shielded room, due to a non-standard i7 installation the site works in a starshield regime. The system user interface has a ready button that has to be pressed before imaging, and then the i7 navigation camera is switched off manually, along with most other devices, through a dedicated power switch. It is strongly recommended that the site will complete the standard i7 installation. The user was given instructions on how to avoid this problem, in the current system configuration.